Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: patient presented with an acetabular fracture due to a fall, requiring acetabular revision. A 52 mm psl shell, alumina ceramic liner, 32 + 0 alumina ceramic head, and two screws were explanted. The only allegations are against the revised shell. Operative side: left. Rep provided the revision usage sheet and confirmed that no further information would be released by the hospital or surgeon.